Manufacturer narrative:
A batch record review was conducted which showed no non-conformances or anomalies that may have caused or contributed to this event. The devices were manufactured and sterilized to specification. Given that approximately six months elapsed between implantation and the event noted, it is unlikely that the ovitex prs device caused or contributed to the event. As there was no other direct clinical explanation reported by the surgeon, this event is being reported in an abundance of caution.

Event description:
A patient underwent bilateral prepectoral direct to implant breast reconstruction with ovitex prs ltr and breast implants on (B)(6) 2024. The left breast implant was removed on (B)(6) 2024 after presenting with drainage from the incision site. The right side was unaffected.